Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had air in line errors. The event happened during the first few minutes of an infusion when limited or no micro bubbles are observed by users and the errors will sometimes clear when reloaded only to reoccur as many as five times over a 40 minute period. There was no report of patient injury or medical intervention associated with this event. No additional information is available.